Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi). No changes or interventions were performed. The patient condition was stable.